Manufacturer narrative:
Section d6a: if implanted; give date: the intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section e1: telephone number:(B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was explanted during the same procedure due to the end bulb of the lens haptic adhering to the optic, and a replacement competitor lens was successfully inserted. The best spectacle corrected visual acuity (bscva) was 20/30 pre-operatively to 20/100 post-operatively, with weekly improvement observed. An anterior vitrectomy was required prior to lens implant and was completed successfully, with standard sutures applied. No medication outside of standard care was prescribed, and no further surgical interventions are planned. There was no delay in procedure. The patient is currently stable and showing improvement. The product is unavailable for investigation. The customer has no additional information regarding the complaint.